Event description:
The customer reported to philips healthcare that there was a battery problem, in that the battery would not charge. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).